Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedance, noise, and elevated sensing integrity counter (sic). The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Concomitant medical products: dtmc2d1 crt-d, implanted (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.